Manufacturer narrative:
(B)(4). Retainer ring = black. The customer was hospitalized for alleged diabetic ketoacidosis and high blood glucose on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The insulin pump passed the functional testing. Unable to confirm alleged diabetic ketoacidosis and high blood glucose . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were visited to emergency room and was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2022 with blood glucose of 472 mg/dl. Customer reported blood glucose level was 484 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The infusion set had bent cannula. No further complications were reported. The device will not be returned for analysis.